Event description:
It was reported bd alaris¿ syringe module administration set had leakage issues. The following information was provided by the initial reporter: "flushed with saline and the saline leaked around the blue hub and squirted upward."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris¿ syringe module administration set had leakage issues. The following information was provided by the initial reporter: "flushed with saline and the saline leaked around the blue hub and squirted upward."

Manufacturer narrative:
H.6. Investigation summary: the customer reported sending in the sample along with several other complaints. The sample was somehow misplaced or lost within the large shipment. A failure investigation was unable to be conducted. The complaint could unfortunately not be verified, and there is no root cause identified. A device history record review could not be performed on model 10014914 because the lot number is unknown. H3 other text : see h.10.